Event description:
Complaint alleges: the tip of the efx broke off during use in a lap chole surgery. The doctor reported that the suture passer missed the silicone pads and pushed outside the wings. When the surgeon pulled the suture passer out, he noticed that the tip was missing. Under a scope, he saw the tip lying on the patient's bowel and he removed it with a grasper. There was no injury to the patient due to this incident. Patient current condition is fine.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.